Manufacturer narrative:
The product associated with this report will not be returned. Based upon the serial number and implant date provided by the reporter, the connector type is assumed to be a taper ii. Allergan will not receive the product. Therefore, no analysis or testing will be done. "Stoma obstruction" is a surgically/physiological complication and analysis of device generally does not assist allergan in determining a probable cause for this event. Device labeling addresses the reported of "stoma obstruction" as follows: "if there is total stomal outlet obstruction that does not respond to band deflation, or if there is abdominal pain, then immediate re-operation to remove the band is indicated. "Obstruction of stomas has been reported as both an early and a late complication of this procedure. This can be caused by edema, food, improper initial calibration, band slippage or pouch torsion."

Event description:
The doctor reported "stoma obstruction".